Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure to operate on battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and was unable to duplicate the reported failure.

Event description:
It was reported that the device would not operate on battery power. There was no patient use associated with the event.